Manufacturer narrative:
The device was reported returning for investigation. A follow up report will be provided after receipt of device and completion of investigation. (B)(4).

Event description:
It was reported the tip of an ultravac arthrowand had flamed within the patient during a shoulder arthroscopy procedure. There was no reported injury to the patient.